Event description:
It was reported that pt expired 2 mos after implant duration post op. The cause of death was due to renal failure, death was not attributed to the device.

Manufacturer narrative:
Device not returned.